Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had perforated the patient's heart. There was a cardiac effusion present. The patient was seen for a revision procedure where the lead was successfully repositioned with resulting impedances in the 1500 to 1600 ohms. The effusion was reported to have resolved. The lead remains in service.